Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 197 units of insulin during the load sequence. The cartridge was reloaded to resolve the issues. Customer¿s blood glucose level was 197 mg/dl.